Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. An RMA was authorized but not received. Therefore, no confirmation or investigation of the complaint was possible.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on 21st of august 2023, day 26 post insertion. From the return material analysis testing, however, the sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body is not produced in the lab. The potential root cause could be intermittent led disconnections based on the sensor data review. As part of resolution, an RMA was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report updated to 27 august 2024. D9. Is this device available for evaluation? Yes, 29 february 2024. G3. Date received by manufacturer updated to 21 august 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.